Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal procedure, while tacking the mesh in place. The device had a crunching noise and would not fire tack properly. A new device was used to complete the case. There was no patient injury.